Event description:
It was reported that during an implant procedure when inserting the superion indirect decompression spacer, the spacer broke during the procedure. The physician noted that the inner spinous space was extremely tight and the spinous processes were very short. There appeared to be osteophytes present, which contributed to limiting the movement of the spacer during the sagittal wiggle. The physician verified correct positioning and no bone contact, but during the last wiggle motion, the spacer broke and separated intraoperatively. The entire spacer was removed and a new implant was successfully implanted. There were no complications to the patient as a result of the event. The spacer will not be returned as it was disposed of by the medical facility.